Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was giving incorrect volume. A technical support specialist (tss) spoke with the customer, who confirmed the issue was resolved but requested clarification on the root cause since previous users were able to log in. Tss requested details on the last failed login attempt to review logs and identify the cause, and the customer agreed to provide the information via email. Multiple follow-up emails were sent; however, no response was received from the customer. The case was closed due to no update from the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.